Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure on the left side did break') and fallopian tube perforation ('essure on the right side could be seen poking almost through the serosa of the tube, but not completely') in a 40-year-old female patient who had essure (ess205) inserted. The patient's medical history included right lower quadrant pain, dysmenorrhea, vaginal bleeding, headache, frequency of menses and paratubal cyst. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparascopy and bilateral salpingectomy and hysterctomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure on the left side did break and essure on the right side could be seen poking almost through the serosa of the tube, but not completely added. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2022: mr received. Reporter information, patient middle name, medical history, events: essure on the left side did break and essure on the right side could be seen poking almost through the serosa of thetube, but not completely added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure (ess205). The patient was treated with surgery (laparascopy and bilateral salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: pif received: "previously reported event injury to herself updated to medical device removal and made medically significant and intervention required due to surgery". Reporter and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure on the left side did break") and fallopian tube perforation ("essure on the right side could be seen poking almost through the serosa of the tube, but not completely") in a 40 year-old female patient who had essure (ess205) inserted. The patient had a medical history of paratubal cyst, frequency of menses, headache, vaginal bleeding, dysmenorrhea and right lower quadrant pain. On (B)(6) 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2013. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required) and fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparascopy and bilateral salpingectomy and hysterctomy). At the time of the report, none of the outcomes for these events were known. The reporter considered device breakage and fallopian tube perforation to be related to essure (ess205) administration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure on the left side did break and essure on the right side could be seen poking almost through the serosa of the tube, but not completely added. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.